Event description:
It was reported that the acetabular component was grossly loose only fibrous ingrowth on acetabular component. Surrounding soft tissue appeared normal.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
It was reported that the acetabular component was grossly loose only fibrous ingrowth on acetabular component. Surrounding soft tissue appeared normal.